Event description:
Facility reported that during routine care, staff observed the flange had partially separated from the tracheostomy tube assembly. Reporter stated that a contributing factor may have been the pt position as pt was found on side with "a great deal of torque and pressure pulling on the ventilator circuit".

Manufacturer narrative:
Device has been received and is being evaluated. Add'l info will be provided in a follow up report when evaluation is completed.